Event description:
It was reported that the programmer would not turn on. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not turn on. It was noted that touchscreen was out of calibration. The power supply was defective. The touchscreen was missing lines. The left and right keyboard hinges were broken. The programmer was dispositioned as scrap as replacement parts were unavailable. If information is provided in the future, a supplemental report will be issued.